Event description:
It was reported that pump issued repeated cartridge alarms, including cartridge alarm 20, and customer experienced these alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support multiple times for help and pump was replaced by technical support.